Event description:
It was reported by service report that the red release lever was stuck causing the retractable head section to be stuck in the closed position. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Red release lever.